Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) study. This complaint is being reported based on the event of exacerbated asthma requiring prolonged hospitalization. On (B)(6) 2016, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the hospitalization was prolonged due to the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2016. The event is considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2016 - pre-bronchodilator, fev1: 2.14, fev1 % predicted: 90.10, fvc: 2.83, fvc % predicted: 101.20. Post-bronchodilator, fev1: 2.30, fev1 % predicted: 96.70, fvc: 2.99, fvc % predicted: 107.10.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of exacerbated asthma requiring prolonged hospitalization. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the hospitalization was prolonged due to the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2016. The event is considered to be resolved. Baseline spirometry values visit date: (B)(6) 2016. Pre-bronchodilator fev1: 2.14, fev1 % predicted: 90.10, fvc: 2.83, fvc % predicted: 101.20. Post-bronchodilator fev1: 2.30, fev1 % predicted: 96.70, fvc: 2.99, fvc % predicted: 107.10. Additional information received on 22sep2016. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone, levofloxacin, and pectox lisina, and the hospitalization was prolonged due to the asthma exacerbation. On (B)(6) 2016, the patient had a chest x-ray performed, showing loss of unobtrusive volume in the right lower lobe and the cardiothoracic index was unobtrusively increased. The patient's condition was reported to be stable when discharged on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) study. This complaint is being reported based on the event of exacerbated asthma requiring prolonged hospitalization. On (B)(6) 2016, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the hospitalization was prolonged due to the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2016. The event is considered to be resolved. Baseline spirometry values - visit date: (B)(6) 2016. Pre-bronchodilator - fev1: 2.14. Fev1 % predicted: 90.10. Fvc: 2.83. Fvc % predicted: 101.20. Post-bronchodilator - fev1: 2.30, fev1 % predicted: 96.70, fvc: 2.99, fvc % predicted: 107.10. Additional information received on 22sep2016. On (B)(6) 2016, the patient was admitted to the hospital for the bt procedure. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone, levofloxacin, and pectox lisina, and the hospitalization was prolonged due to the asthma exacerbation. On (B)(6) 2016, the patient had a chest x-ray performed, showing loss of unobtrusive volume in the right lower lobe and the cardiothoracic index was unobtrusively increased. The patient's condition was reported to be stable when discharged on (B)(6) 2016.